Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate method of insulin therapy.